Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin I on a cobas e 801 analytical unit. The sample initially resulted in a troponin I value of 0.56 ug/l.. The sample was repeated, resulting in a troponin I value of 0.10 ug/l.. The sample was repeated four additional times on a second analyzer on (B)(6) 2023, each time resulting in a value of less than 0.100 ug/l with a data flag.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The field service engineer replaced the measuring cells. The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable on the day of the event. A general instrument or reagent issue can be excluded. Upon review of the alarm trace, 20 sample clot detection alarms occurred on the day of the event. This indicates a potential sample quality issue. The investigation could not identify a product problem. The cause of the event could not be determined.